Event description:
It was reported that a pressurewire was used for ffr measurement on a patient with a borderline lesion on the proximal lad. During the second ic bolus injection of adenosine, the physician discovered that there was a vessel dissection on the proximal lad. Patient was subsequently stented and stabilized in the cathlab. The device was discarded at the hospital.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.